Manufacturer narrative:
Device evaluation summary: the device was received and evaluated by edwards. As received, heavy calcification was observed in the cusp areas of all three leaflets. Free margins of leaflets 2 and 3 exhibited minimal to moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Leaflet 3 had a partial tear at commissure 1 approx 1mm in length. Partial tear did not tear through the entire thickness of the leaflet. Calcification was observed near the region of the tear. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 6mm. Host tissue was moderate at the stent inflow and minimal at the stent outflow. Device evaluation confirmed the reported clinical observation. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 23mm bioprosthetic valve that was explanted after an implant duration of eight years (8) due to stenosis secondary to calcification. Patient was implanted with another bioprosthetic valve. There were no adverse events reported following procedure.